Event description:
It was reported that, during a cori assisted surgery, they experienced drill disconnect errors 3 times. The errors appeared right when the bur touched the bone. They started the drill off bone and once the tip came in contact, the error appeared. They tried to trouble shoot but with no luck. The procedure was completed with manual instrumentation. No patient injuries were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device, real intelligence robotic drill, p/n rob10013, sn (B)(6), use in treatment, was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported event was confirmed. A kpc test was performed, and it passed. However, time out error occurred during the review of a case. Once the message was acknowledge, the case was continued and completed successfully. The drill is able to recuperated of this error and continue operation. The most likely cause of this event is an electrical communication failure. Refer to cori user manual- appendix d: recovery procedure guidelines for guidelines for recovering to a fully manual procedure. A review of manufacturing indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Further investigation into the reported failure and remediation is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
The device, real intelligence robotic drill, p/n rob10013, (B)(6), use in treatment, was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported event was confirmed. A kpc test was performed, and it passed. However, time out error occurred during the review of a case. Once the message was acknowledge, the case was continued and completed successfully. The drill is able to recuperated of this error and continue operation. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Refer to cori user manual- appendix d: recovery procedure guidelines for guidelines for recovering to a fully manual procedure. A review of manufacturing indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.